Manufacturer narrative:
The correction of b5 describe event and problem and h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th march, 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated the spring and button fell from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 16th march 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated the handle was falling off from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h6 component codes: mechanical/spring//975 and electrical and magnetic/switch/relay//4712. Corrected h6 component codes: mechanical/handpiece//3067. Getinge became aware of an issue with our surgical lights ¿ hled. As it was stated, the handle was falling off from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Repair was performed by replacement the faulty handle (pwd/hled 5/7-kit upgrade ql sd lighthead - (B)(4)). It was established that when the event occurred, the surgical light did not meet their specifications due handle falling off the device which contributed to the event. Based on available information we were not able to indicate if upon the event occurrence the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue with handle falling off on powerled and hled surgical lights, there was no event which led to the serious injury, and it was related to the investigated problem. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue related to the issue with handle falling off is moderate. A root cause analysis for investigated problem was performed by the subject matter experts at the manufacturing site. The circlips fitted on the qlcs adaptor broke, hence the qlcs device couldn¿t be locked anymore. So far, the reason of this circlips breakage remains unknown because it is dimensioned for the strength applied on it and no oxidation can occur at this location. Furthermore, this is isolated case. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 16th march 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated the handle was falling off from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 16th march, 2023 getinge became aware of an issue with one of surgical lights - hled. It was stated the spring and button fell from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.